Event description:
MDR-2059 this study was designed as a single-arm, retrospective, observational data collection with extraction of data from the medical records of patients in whom an echotip ultra high definition ultrasound access needle was used. Patients included in the study were cared for according to their health care provider¿s (hcp) practice and judgement, consistent with each individual patient¿s needs, as dictated by any relevant existing comorbidities, unaffected by any involvement in this data collection study (i.e., patient care was not controlled by this study plan). Eligible patient data was reviewed for all available relevant study-related procedure information through withdrawal of the echotip ultra high definition ultrasound access needle from the accessory channel of the scope and entered into the study-specific electronic case report forms (ecrfs). The final report summary, appendix a, provides a summary of the design, results, and conclusion of this final report. The requirements of this study are outlined in the corresponding summary of the post-market study plan (appendix b). Appendix c lists definitions for device deficiencies and adverse events. 5 cases of user error 0.025" wire guide used. No patient harm reported. 71 females 84 males av age 65 yr old.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 24-oct-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the device evaluation of the echo-hd-19-a device of unknown lot number could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created from the journal article. Krishna vemulapalli, 2024 ¿ article MDR-2059 echotip® ultra high-definition ultrasound access needle. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: the notes section of the instructions for use, (ifu0050) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use section also states that: 8. For maintaining access a 0.035¿ wire guide (cook medical recommended) can be advanced through needle. There is evidence to suggest that user did not follow the instructions for use (ifu0050). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU and/or label. A 0.025" wire guide was used for the procedure. This was confirmed as use error by our engineer as for maintaining access a 0.035¿ wire guide is recommended in the instructions for use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. Krishna vemulapalli, 2024 article MDR-2059 echotip® ultra high-definition ultrasound access needle. According to the initial report, no patient harm was reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 24-oct-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.